Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory (tip cover) and completed the device evaluation. Inspection during failure analysis identified localized melting at the proximal end of the mcs tip cover.

Event description:
A discrepant product return of a monopolar curved scissors (mcs) tip cover accessory (tip cover) was received by intuitive surgical, inc. (Isi). There is no reported issue for the returning product. Isi further followed up and confirmed that the issue occurred during a da vinci-assisted surgical procedure. The generator setting was configured to be 40 watts when the issue occurred and the issue was resolved after replacement to the backup.